Event description:
It was reported that this left bundle branch (lbb) lead was explanted and replaced due to pacing impedance high out of range. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.